Event description:
Clinical Information: CRD_1066 - Envision IDE Study, Patient Site (b)(4) - ((b)(4), (b)(4), (b)(4))It was reported that on (B)(6) 2026, a 27mm Navitor Vision Valve was chosen for implant using a Large FlexNav Delivery System. A pre-implant balloon valvuloplasty was done with a 24mm non-Abbott balloon. The valve got fully and partially re-sheathed due to the implant being too low. The final implant depth at non-coronary cusp (NCC) was 4.25mm and left coronary cusp (LCC) was 7.03mm. The patient developed a left bundle branch block (LBBB) after pre-balloon. A temporary pacemaker was implanted. The following day, the TTE showed a decrease in left ventricular ejection fraction compared to pre-procedure. No treatment was required. On 06 July 2026, the EKG noted a first degree antrioventricular block. the patient received a permanent pacemaker and was discharged from the hospital the following day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.